Manufacturer narrative:
Additional info: visual review confirms rod breakage. Optical examination of adjacent surfaces around the area of crack propagation did not identify material surface defect that could contribute to crack propagation. Fracture surface examination identified a multi-modal fracture, with progressive striations emanating away from the area of origin of initial crack propagation, as well as increased material disruption at approximately 60% through the cross-sectional area, consistent with overload. Dimensional examination confirmed conformance to print specification of the rod diameter. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat stenosis. Approximately 32 months post-op, after suffering a fall, it was reported that the rod was found to be broken on an x-ray. The patient underwent a revision surgery to remove the rod. No additional patient complications were reported.